Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported that the home patient (hp) fell out of bed tonight and one of the supply bags fell with the hp and got disconnected from the cassette. The technical service representative (tsr) assisted the caregiver (cg) to end therapy and power the hc off. Product surveillance contacted the nurse on (B)(6) 2010 regarding the disconnection. The nurse stated that she was aware of this event and that the patient was able to resume therapy the next morning. The nurse stated that there was no patient injury or medical intervention associated with this event. The patient has not had any further issues.

Manufacturer narrative:
(B)(4). This report for a supply bag disconnecting was not confirmed in the lab due to lack of sample. Per the complaint information, the patient fell out of bed and one of the supply bags fell with him. Therefore, the cause of the separation is due to one of the supply bags falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the use error identified in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.